Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Internally, no signs of foreign substance, burning, melting or charring were observed. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.

Event description:
Customer contacted ameda, inc. On (B)(6) 2018 to report 2 separate events while pumping on (B)(6) 2018 using batteries inside the battery compartment of her purely yours breast pump. She states that dark battery fluid leaked inside the battery compartment. The fluid stayed confined to this area and did not leak outside the pump base. Customer states she did not come in contact with the fluid therefore no injury or burn occurred. Customer was shipped a replacement pump base overnight.